Event description:
The pt had placement of a cypher stent in july 2003. Stent placement was carried out for a persistent high grade stenosis of the right coronary artery, subsequent to an inferior myocardial infarction in june 2003. The stent was placed using standard technques, including pre-dilatation, and high-pressure inflation to 16 atmospheres. Conventional anticoagulant and antiplatelet therapy were used for the procedure. The pt was discharged home, 24 hours later on aspirin and plavix. Fourty-eight hours later, pt presented with an acute inferior wall myocardial infarction. Pt was treated with retevase with resulting evidence of re-perfusion. Pt then underwent emergency angiography.